Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
In 2007, a powerpicc was placed in the right subclavian vein. They had problems flushing and removed the device three days later, at which time another powerpicc was placed in the left subclavian vein. While checking placement under x-ray, they noticed an 18-20cm piece of wire in the right subclavian. The patient was flown to another facility to have the wire removed.